Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 132 mg/dl. Customer states the display was not blank less than 30 seconds or did not returned. Customer states the contacts on the battery cap are neither missing nor damaged and compartment is neither damaged nor corroded also spring is neither damaged nor corroded. The customer stated that the insulin pump was exposed to the moisture. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.